Manufacturer narrative:
The device is not available for investigation. Without the device a probable cause is unable to be determined.

Event description:
The event involved a connector tego the customer reported that one minute after hemodialysis therapy had started, the machine alarmed for air alarm in the extracorporeal circuit. The entry of air in the extracorporeal circuit of the machine and bubbling in the body of the tego connector on the arterial side. The tego connectors were changed before connection. The arteriovenous lines were connected to the tego connector by screwing the rotating collar of the blood tube onto the connector, until it was stopped and was secure. The incident was immediately addressed by decreasing the programmed blood flow and the extracorporeal circuit air was eliminated through the bubble trapping chambers. The patient was reported to be walking by her own means, manifesting well, observed in good general condition, neurologically alert, oriented in the three spheres, no facial or eyelid edema, moist and afebrile oral mucosa, and no jugular irrigation. The patient transferred to a chair and the machine was previously disinfected. The first unspecified vital signs were taken and recorded. The dialysis machine carried out the medical prescription as follows: qb 350ml / min, qd 500ml / min, treatment duration 4:00 hours, net weight 46 kg, speed of uf 2.1ml / kg / hour through the right jugular temporal catheter. The catheter was covered with gauze, there were no signs of infection, and asepsis performed according to protocol. Heparin was removed from the catheter lumens with good return, initial bolus of 2500 iu of sodium heparin by venous line, heparinization of the extracorporeal system performed for 3 minutes and hemodialysis started according to medical prescription. After the incident, the tego connector was changed for one of the same reference, verified that all the connections were properly adjusted, reconnected to the patient, and the therapy continued without any further incidents or complications. The event occurred during patient use, however, there was no one harmed as a result of this event.